Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. G2 report source - foreign: proposed code is mechanical (g04) femur. Visual evaluation of the pictures provided identified a femoral implant with foreign material on it. Medical records provided confirmed the patient was revised due to distal femoral loosening at the femoral housing to stem junction. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a right knee procedure. Subsequently, approximately eleven years later, the patient returned to surgery due to pain with the intention of exchanging the tibial insert. During the revision, metallosis and disassociation of the femoral stem from the distal femoral implant was noted. At the time of surgery, implants for a full revision were not available, so a new tibial insert was placed, the incision was closed, and the patient returned four days later for a revision of the femoral components.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent a right knee revision approximately eleven years post-implantation due to pain, metallosis, and disassociation of the femoral stem from the distal femoral implant.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01000, 0001822565-2024-01001, and 0002648920-2024-00083. D10 medical devices: tmt femoral diaphyseal cone, 30mm, medium, right catalog#: 00545001831 lot#: 61972314 nexgen 14mm diameter 100mm length straight stem extension catalog#: 00598801014 lot#: 61748147. 14mm height size e articular surface with hinge post extension catalog#: 00588005014 lot#: 62366280. Unknown rhk tibial tray catalog#: ni lot#: ni prc agmt block post sz e 10mm catalog#: 00599003502 lot#: 61405568. Prc agmt block post sz e 10mm catalog#: 00599003502 lot#: 62417507. Prc agmt block dist sz e 10mm catalog#: 00599003520 lot#: 61529985. Prc agmt block dist sz e 10mm catalog#: 00599003520 lot#: 61601937. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.